Event description:
It was reported that the user experienced a low blood glucose of 64 prior to eating on the second day of pump use, without recent exercise or deviation from routine, and treated with oral glucose tablets and orange juice; the device problem and component involvement could not be determined due to insufficient information. Symptoms included hypoglycemia and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to link the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.